Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right atrial (ra) lead had high impedance and confirmed fracture. It was also reported that the right ventricular (rv) lead had low pacing impedance. It was confirmed via radiograph that the leads experienced clavicular crush. Follow up with the sales representative noted that the ra lead also had low impedance depending on the position of the lead. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo, and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo; distal segment returned and analyzed.